Event description:
It was reported that an external lateral fluid leak was observed from a 9l effluent bag during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not received for evaluation; however, two retained samples were provided. A visual inspection and leak test were performed, and no issues were observed. The reported condition was not verified, however, a nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.